Event description:
A dialysis facility reported that a pt gained weight during a hemodialysis treatment. The pt's face was noted to be swollen during the last 10-15 minutes of treatment. Lung auscultation revealed rales and wheezes. The pre and post weights indicated a weight gain of about 6.8 kg. The pt was dialyzed agian and discharged in stable condition.